Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen45 gts event described as "xen was too long in the ac and touching iris" in unknown eye. Hcp lasered the tip of the xen in the anterior chamber with no issues and a good outcome.